Event description:
Caller reported false negative urine hcg result with alere hcg cassette (25) vs serum hcg quantitative test. (B)(6) pt was tested using the alere hcg pregnancy test with negative results. The date of her last menstrual period was (B)(6) 2013. A serum quantitative test was performed and gave a result of 21671.67miu/ml. The pt was taking levothyroxine. No other pt details were provided.

Manufacturer narrative:
Investigation pending.